Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The contact reported the occlusion alarms occurred more frequently since receiving tandem t:lock cartridge and infusion set products. In addition, the contact reported the customer experienced air bubbles with multiple cartridges. There was no reported impact to the customer's blood glucose level.